Event description:
It was reported that after stent post-dilatation in the left internal carotid artery the patient experienced bilateral, hypotensive ischemic strokes prolonging hospitalization. Profound hypotension, with systolic readings of 50-60 (down from 180+), was treated with dopamine and neo-synephrine and subsequently resolved. Integrilin, plavix and aspirin were given. The symptoms of left hemiparesis/facial droop, mild word finding difficulty, confusion and right arm drift improved after blood pressure was treated. The patient was discharged to home on (B)(6) 2010. At the time of discharge, mild left facial droop continued. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Stroke and hypotension may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined. However, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.